Event description:
It was reported that catheter entrapment occurred. An opticross 18 imaging catheter was selected for angiogram. However, during preparation, it was noted that the catheter spun on the wire and twisted before entering the body. The procedure was completed with another of the same device. No patient complications were reported.